Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are not staying on causing concerns for their patients. It caused more bleeding since the clip would not stay on. No clips fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Since the instruments were not returned and lot information has not been provided, we are unable to perform a thorough DHR review at this time. No instruments were returned for evaluation, therefore we are unable to validate these complaints or determine root cause. All instruments are thoroughly inspected and 100% function tested at time of manufacture. No correction action required at this time.

Event description:
It was reported that the clips are not staying on causing concerns for their patients. It caused more bleeding since the clip would not stay on. No clips fell into the patient. The patient's condition was reported as fine.